Manufacturer narrative:
There was no death or device malfunction with the inappropriate defibrillation event. Evaluation summary: electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn 07024436 was completed.  The reported problem (patient treatment) was investigated.  Upon investigation the monitor passed incoming essential performance testing. Upon further investigation, the monitor was physically damaged. The front response button cover was missing, the button was fully functional. Additionally, the jtag/table board and monitor case was physically damaged. The belt receptacle guide pins were missing, and the j101 component was damaged. The monitor damage did not contribute to the inappropriate treatment. The root cause for the damaged component was unable to be positively identified. Device manufacturer date monitor: 11/15/2011 electrode belt: 10/04/2016 additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was improper response button use prior to shock delivery. The response buttons were pressed before and after the second treatment. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was af with rvr and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: -body motion -poor ECG contact with skin inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69%per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient's neurological status is unknown at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) and motion artifact contributed to the false detection. The response buttons were pressed before and after the second treatment. The response buttons functioned appropriately. It is unknown is the patient received medical attention after the event. The patient ended use of the lifevest due to receiving an ICD. There was no death or device malfunction associated with the inappropriate defibrillation event.